Event description:
The customer described the system had an intermittent loss of video or image display. There was no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.